Event description:
According to the reporter, the patient underwent a bravo procedure 11 days ago and is experiencing a burning feeling in their stomach. The customer is inquiring when the capsule exits the body and also will it rust. Medtronic medical affairs followed-up with the patient. Medtronic medical affairs explained that the bravo capsule was placed 11 days ago and remains in place, confirmed by x-ray two days ago and that the patient continued to have mild to moderate discomfort, which has been present since waking from anesthesia after initial placement of the capsule. They have since visited with their gastroenterologist who remains reluctant to remove the capsule. The patient wanted information on average time the capsule remains in place which was provided. Medtronic medical advisor encouraged them to speak with their gastroenterologist again regarding their symptoms and advised that they seek immediate medical attention with any acute worsening of their symptoms. The medtronic medical advisor also provided their contact information and asked them to share with their physician in the event they have questions. The patient will reach out to their gastroenterologist again.